Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported on (B)(6) 2013 her son had been experiencing high blood glucose less than 24 hours after the pod was activated and his bg reading is as follows. There were no exact times, carbohydrate count or insulin dosages provided. Upon removal he stated the cannula was kinked and that he noticed the insulin was leaking out fo the pod on top of the adhesive pad.